Event description:
It was reported that during normal replacement of the implantable cardioverter defibrillator (ICD) the shock impedance was 145 ohms. The physician elected to do further testing to evaluate the system integrity. A commanded shock was delivered which successfully converted the induced arrhythmia; however, the shock impedance was greater than 125 ohms and the ICD displayed code 1005, indicating an open circuit condition. It was decided to then replace the right ventricular lead; it was surgically abandoned and a new rv lead was implanted without complication. The ICD remains implanted and in service and no additional adverse patient effects were reported.